Manufacturer narrative:
An event regarding revision due to periprosthetic fracture of the medial proximal tibial bone involving a triathlon femoral component was reported. The medical review indicated that malposition of the baseplate and femoral components as well as patient factors (osteoporosis) contributed to the periprosthetic fracture. The event was confirmed by medical review. Method and results: device evaluation and results: not performed as no product was returned for evaluation it remains implanted. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated malposition of the femoral component in extension in combination with baseplate malposition in varus and posterior direction including varus malalignment of the knee has contributed to an overload condition below the medial section of the baseplate where major osteoporosis was present and an uncontrolled movement of the leg could easily provide the final acute overload trigger to complete a periprosthetic fracture of this mechanically weak proximal tibia at this early timeframe post arthroplasty. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the medical review indicated that malposition of the femoral component in extension in combination with baseplate malposition in varus and posterior direction including varus malalignment of the knee has contributed to an overload condition below the medial section of the baseplate where major osteoporosis was present and an uncontrolled movement of the leg could easily provide the final acute overload trigger to complete a periprosthetic fracture of this mechanically weak proximal tibia at this early timeframe post arthroplasty. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Original procedure was performed on (B)(6) 2017. There was a revision of triathlon baseplate and liner required. Based on medical review, a femoral component was added to the product grid. The clinician indicates the following: malposition of femoral component in extension. Baseplate malposition in varus and posterior direction with further varus misalignment of the knee.